Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 3010536692-2014-00279. This report will be updated when the investigation is complete. This event occurred in the (B)(6).

Event description:
Allegedly the patient was revised due to aseptic loosening of the stem; malalignment stem (right).